Event description:
The surgeon implanted a plate silicone lens model aa4204vl and was torn during implantation. The lens was implanted and removed without patient injury. The model and lot numbers of the cartridge and injector were not specified by the facility.